Manufacturer narrative:
A review of the mets surgical technique identified that disengaging the trochanter from the integral stem is not included in the mets surgical technique instructions. The tooling provided with the device was designed for the steps outlined in the surgical technique. Sales representative felt as though the surgeon did not follow the surgical technique and therefore used competitive tooling to perform the procedure. There is currently no further information available that would identify a definitive root cause. Should additional information become available the investigation will be re-opened and re-evaluated. Please note that this procedure was related to a patient infection. The explanted device was assessed by the microbiology lab at the facility. The surgeon subsequently reported that the patient's infection is unrelated to the device.

Event description:
It was reported by company's sale representative attending the 2nd stage dair (debridement antibiotics and implant retention) procedure that the tooling for disengaging trochanter from well fixed integral stem/collar did not work as intended. The surgeon had to use a competitors tool to perform that particular step in the procedure. This is a supplemental report to 3004105610-2015-00023 (B)(4).

Event description:
It was reported by company's sale representative attending the 2nd stage dair (debridement antibiotics and implant retention) procedure that the tooling for disengaging trochanter from well fixed integral stem/collar did no work was intended. The surgeon had to use a competitors tool to perform that particular step in the procedure.

Manufacturer narrative:
The procedure was completed successfully and the explanted product was sent to the healthcare facilities microbiology lab to assess the type of infection. The investigation is ongoing. The tool will be evaluated on return of the instrumentation kit. A supplemental report will be provided.